Manufacturer narrative:
Additional components involved in the event: product family: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000110241.

Event description:
It was reported one of the patients leads migrated. Migration was confirmed via x-ray. Surgical intervention may be pending to address the issue. The investigation did not determine which lead migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 3006705815-2022-15429. Additional information was received indicating surgical intervention was undertaken wherein the patients lead was explanted and replaced with a lead of different model to address the issue.